Event description:
It was reported to boston scientific corporation on (B)(6) 2008, that a ptfe-nitinol guidewire with hydrophilic tip was going to the used for a procedure on (B)(6) 2008. According to the complainant, a sealed box of guidewires was opened, to which there are to be 5 individually sealed pouches per box. The physician noted that the box contained only three sealed pouches. No pt involvement was reported as a result of this event.

Manufacturer narrative:
The visual inspection during analysis reveals the original box received with the tamper proof seal broken. There are only 3 sealed un-opened pouches inside the box. Unable to determine cause. During the manufacturing process, 100% accountability is performed by verifying the count of labeled units which is then recorded as products. There were no discrepancies found within the device history record review for the reported lot and the lots mfg before and after the reported lot with the same part number. The (B)(6) 2008, urology sensor guidewires product family complaint trend report, inclusive of all failure modes was reviewed, no unfavorable trend was noted. (B)(4).